Event description:
Account having problem with the siderails not latching. Tsr cleaned and lubricated the pins in the center arm assy, p/n 69843s, to resolve the problem with the siderails not latching.